Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
A catheter kink was reported and confirmed. The patient had withdrawal symptoms, increased pain. A catheter dye study was done. The pump and the catheter were replaced. The pump was three years old and the managing pain physician reported "pump malfunction". It was uncertain/unknown whether a roller study was performed. There was nothing indicated on pump logs. The patient recovered without sequelae. The pt condition was reported as "good so far". The drug infused via the pump was morphine dose 0.961mg/day, conc 20mg/ml.